Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. Quality control data was acceptable. The field service engineer found broken tubing coming from the rinse mechanism. The rinse tubing was replaced and all rinse levels were adjusted. Mechanism checks and precision studies were successful. Calibration and controls recovered without issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on a cobas 6000 c (501) module. The samples were repeated on a second analyzer and the repeat results were deemed correct. The repeat results were consistent with the health of the patients. The first sample initially resulted in a na value of 158 mmol/l. The value did not agree with the patient's history. The sample was repeated, resulting in a value of 132 mmol/l. No questionable results were reported outside of the laboratory for this sample. The second sample initially resulted in a na value of 162 mmol/l on (B)(6) 2023. The result was questioned by the practitioners as it was a critical value and it did not agree with the patient's history. The sample was repeated, resulting in a value of 145 mmol/l. The third sample initially resulted in a na value of > 180 mmol/l on (B)(6) 2023. The value was critical and did not agree with the patient's history. The sample was repeated, resulting with a value in the "140s" mmol/l. The specific repeat value was not provided. No questionable results were reported outside of the laboratory for this sample.